Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings: the keypad was found to be detached from the pump. All of the other keypad buttons responded appropriately. The keypad cover was removed and contamination was found under the up arrow and down arrow key contacts. Evaluation revealed that the battery cap had damaged threads. Unrelated to these issues, the contrast key was found to be missing, which has no effect on insulin delivery function. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under the up arrow and down arrow key contacts. Evaluation also revealed that the battery cap had stripped threads. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/17/2014.